Event description:
Pt called and stated that he had labwork done at the hosp today. They stuck his arm with a butterfly and couldn't get any blood. When they removed the butteryfly, 3 inches of catheter came out of his arm. The catheter was sent to microbiology for culture. Pt did not have known catheter in his arm at time of retrieval of said catheter. Pt states catheter piece was pulled out of left arm with the butterfly needle. Pt has long history med/surg problems with frequent intervention. Most recently pt had 2 midline catheters. The first was placed 11/20/96 and removed 11/26/96. The second was placed 11/26/96 and was removed 12/10/96. Both insertions and removals were uneventful. Both were placed in left arm.